Manufacturer narrative:
B5: it was reported during follow up that the patient has recovered from the event and antibiotic treatment is discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as the six steps of handwashing were not followed. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1 gram, ongoing, stat dose and route not reported) and meropenem injection (1 gram, ongoing, once daily and route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.